Manufacturer narrative:
(B)(4).

Event description:
Doctors office contacted dexcom on behalf of the patient on (B)(6) 2016, to report that on (B)(6) 2016, the patient was having an issue with their transmitter. There was no report of injury or medical intervention. No additional event or patient information is available.